Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) liberty cycler that they were hospitalized due to an episode of hypervolemia. It was also reported that the patient did not experience any malfunctions with the device.

Manufacturer narrative:
The actual device was returned for evaluation and determined to be functioning according to product specifications. A visual inspection was performed and dried fluid was noted in the cassette compartment. There was no dried fluid in the pneumatic and vacuum lines. A simulated treatment was completed without any alarms or noted fluid leaks. A device history record was extracted and device met requirements. Complaint investigation concludes the event is unlikely related to the fmc device. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.